Event description:
Reporter indicated that five days post-implant pt experienced shortness of breath, vomiting, choking, coughing, difficulty swallowing and inability to eat solid foods. The device was not yet programmed on. Pt went to emergency room and phenergan was prescribed. Six days later pt was evaluated by neurosurgeon and prednisone was prescribed. The prednisone was ineffective in relieving the pt's symptoms. Pt later diagnosed with a lung infection after ent consult which was reported to be contributing to the pt's difficulties with breathing. Pt was also diagnosed with vocal cord paralysis as a result of the ent consult.